Event description:
A manufacturer representative (rep) reported that last time they did a procedure they had issues with impedances. The rep reported multiple impedances were registered over 4000 ohms on (B)(6) 2017. It was unknown if the impedance issues were resolved. The rep noted the issue occurred when running an impedance check at the end of the procedure. There were no further complications that have been reported as a result of this event. The indication for use is unknown.